Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the battery was moving and slipping in the pocket. No environmental/external/patient factors were known to have led or contributed to the issue. The pocket was revised and the issue was resolved. No patient symptoms or further complications were reported as a result of this event.